Event description:
It was reported that the patient experienced withdrawal symptoms, and a catheter kink had occurred. The pump was last examined on (B)(6) 2010 and last changed on (B)(6) 2010. The refill/program date was (B)(6) 2007. The patient outcome was noted as resolved without sequelae on (B)(6) 2008. An intervention was performed to replace the entire catheter on (B)(6) 2013. It was noted there were no diagnostic methods performed. The event was related to the device or therapy but not related to the implant procedure. The severity of the event was considered severe and resulted in in-patient hospitalization. The pump system was being used to deliver dilaudid, clonidine, and baclofen. It was later reported that a catheter was replaced on (B)(6) 2007, and not (B)(6) 2013 as previously reported. The physician and the physician¿s assistant indicated that the pump was flipping slightly in the pump pocket, which might have caused the catheter to kink. It was noted that a catheter kink "could cause the reservoir discrepancy". No diagnostics or interventions were planned, as it was noted that the patient, the patient's family, and their caregiver did not report symptoms. It was noted the patient had a dementia diagnosis and that the risks outweighed the benefits of a revision. It was also noted that there was a reported infection. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the report of infection was a mistake; there was no patient infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: catheter. (B)(4).